Event description:
It was reported that an ilet user experienced hyperglycemia after announcing a meal as usual despite consuming a larger, atypical meal. The user later confirmed announcing an insufficient meal size. Symptoms included hyperglycemia with a peak around 280 mg/dl and no other reported symptoms. Outcomes included no health consequences or lasting impact, and glucose subsequently decreased to 85 mg/dl. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a usage problem identified as an incorrect meal size announced relevant to the amount of carbohydrates consumed. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.